Event description:
Discrepant values on the device when checking an admitted individuals blood glucose. The device result was hi and a lab draw was 127mg/dl. The pt was admitted for leg sores, toe nail removal and ostemyelitis. Controls were in range on the system. Lineraity tests were also performed and the results were excellent. The reporter did not want the device replaced.